Manufacturer narrative:
(B)(4). Teleflex received the device for evaluation. The reported complaint of blood in helium pathway is confirmed. A puncture to the bladder is consistent with contact from the broken fiber which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to closely monitor for any developing trends.

Event description:
It was reported by the registered nurse (rn) in the cath lab that a patient of (B)(6) in height had an intra-aortic balloon (iab) inserted in the right femoral artery after the fiber optic sensor (fos) was zeroed. Difficulty was encountered right after insertion. There were persistent possible helium loss alarms noted and blood noted in driveline. The iab was removed and a second iab was placed without issue. The patient was being supported appropriately without issue. Additional information received the next day , the medical doctor (md) decided to place an iab and thermodilution catheter on (B)(6) 2017. Patient was then flown to (B)(6) for possible open heart surgery. There was no patient death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the registered nurse (rn) in the (B)(6) lab that a patient of (B)(6) in height had an intra-aortic balloon (iab) inserted in the right femoral artery after the fiber optic sensor (fos) was zeroed. Difficulty was encountered right after insertion. There were persistent possible helium loss alarms noted and blood noted in driveline. The iab was removed and a second iab was placed without issue. The patient was being supported appropriately without issue. Additional information received the next day , the medical doctor (md) decided to place an iab and thermodilution catheter on (B)(6) 2017. Patient was then flown to (B)(6) for possible open heart surgery. There was no patient death.